Event description:
The local service representative reported that the device failed the ECG segment of the user initiated self test. We will consider this to have been a pads/paddles ECG failure found during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The local service representative reported that the device failed the ECG segment of the user initiated self test. We will consider this to have been a pads/paddles ECG failure found during testing. There was no pt involvement. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.